Manufacturer narrative:
The pump passed displacement test, selftest and active current test. Unit failed sleep current test. High sleep current isolated to pcba 2. Power error detected alarm due to j6 connector resistance issue. Low battery alert less than 1 week not confirmed.

Event description:
The customer's father reported via phone call that the insulin pump had low battery alert. The customer's blood glucose value was unknown. Customer is called back after previously completing low battery troubleshoot within 1 week. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.